Event description:
A nurse at a dialysis center called via hpsr servipak to report a home patient claimed the mini cap fell off after his exchange. Incident occurred twice. There was no pt injury or medical intervention associated with either incident. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
The sample is expected to be returned for evaluation, if the sample comes back and is evaluated, a follow-up MDR will be submitted.